Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The screw of the handle holder was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as the screw shouldn¿t be missing and it contributed to incident in that way. There is no information if at the time when the event occurred the device was or was not being used for patient treatment. It was found out that one of 3 screws holding the light head handle holder was missing. The reason of this missing screw remains unknown but this is the first case reported. We don¿t know if these screws have ever been dismounted since the light head manufacturing. There are two possible root causes: ¿ these screws were not correctly tightened at the assembly of the handle holder during the manufacturing of the surgical light ¿ upon a maintenance intervention, these screws were not correctly replaced and retightened furthermore, it is mentioned to check after the installation (installation manual 01584) in the chapter service protocol, the fixing of the light head handle holder, hence these screws. It is also mentioned in the technical manual 01582 for maintenance procedures.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 4th january, 2021 getinge became aware of an issue with one of surgical lights - powerled. The screw of the handle holder was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.